Event description:
It was reported by resmed (B)(6) that during service maintenance, an astral device failed to pass the device service test. The device was not in use when the fault occurred, therefore, there was no pt involvement.